Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/26/2009 that a customer had a problem with a urinary catheter. The customer reported that a catheter balloon would not deflate, they tried cutting off the inflation port, but it did not deflate the balloon. Eventually, the catheter was cut, traction was applied and the catheter was removed with the balloon still inflated.